Manufacturer narrative:
Evaluation summary: operative notes and x-rays were requested however none were provided. Due to this it is unknown if the liner was implanted with the proper orientation per the surgical technique. Visual inspection of the liner indicates that the liner may have not been impacted in line with the post of the humeral stem. The tm reverse surgical technique states to "make sure that the guide pin on the poly liner impactor is aligned into the post on the lateral side of the stem face prior to impacting." The return liner has a notch in the poly next to the area that is used to align the poly on the post of the stem. This could indicate the liner was not properly aligned during impaction. However due to the amount or wear on the poly it is difficult to determine what was caused prior to the disassociation. Cause cannot be definitively determined. Evaluation: as returned the liner is extremely worn. This includes damage to the outer rim of the articular surface as well as back side of the liner. Due to this wear dimensional analysis could not be perform. Review of the device history records did not find any deviations or anomalies.

Event description:
It is reported that the pt dislocated. During the revision surgery, it was noted that the poly was not engaged anymore.